Event description:
The clamp slipped and caused a 3/4 inch laceration to the patient. Additional info was received from the customer on (B)(6) 2014 with the following: on (B)(6) 2014, a (B)(6) patient who was having a posterior cervical wound exploration was positioned prone for the surgery. The surgery was not performed with a stereotaxy device. When the mayfield head holder was attached to the base, there was a movement of the head noted by the surgeon. The surgeon supported the patient's head and holder. The holder was replaced with a different holder and pin set. Upon examination, a laceration of approximately 3/4 of an inch was noted on the patient's left scalp. Pressure was held to the site and no dressing was applied. Integra adult disposable mayfield pins (a1072) were used. The customer did not have the pins to return for evaluation nor did not have the lot number.

Manufacturer narrative:
To date, the device, involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.